Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in an undisclosed location. The patient took a nap but then his wife tried to wake him up and could not wake him up. The wife called emergency medical service and when the paramedics arrived, they took the measurements and noticed that the bg and cgm values were discrepant; there were no specific values reported. They treated the patient with 2 IV bags of glucose 100 cc: 1 at 33%, 1 at 40%. At an unspecified time of the event the cgm was reading 220 mg/dl and the blood glucose reading was 108 mg/dl. The patient or his wife could not provide the inaccurate cgm values observed before treatment. They reported that the values were constantly discrepant, higher than 20% on the cgm. At the time of the report the patient had recovered and feeling good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. It has been reported that readings were over 20% off. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.